Event description:
The ventilator went vent inop and would not run on backup battery. The customer reported the ventilator was in use on the pt and there was no pt harm. The respironics service tech verified the customer reported problem. The service tech reported when the ventilator was unplugged during testing to run on back up battery, it shut down and tried to restart. The service tech confirmed there was a diagnostic code in the ventilator log history that indicated a power failure. The battery capacity required exceeded what was available, resulting in a ventilator shutdown. The service tech replaced the backup battery and the ventilator operated to specifications. The customer declined to replace the battery at the time of the service, however has since reported the battery was replaced and discarded.